Manufacturer narrative:
Per the clinic, the patient was administered with oral antibiotics (specific date and duration not reported) and steroid (specific date, type and duration not reported) to control the infection. Device analysis indicated device failure. An updated device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient developed bacterial infection on the skin flap at the implant site. Subsequently, the device was explanted on (B)(6) 2025. Reimplantation is planned but had not taken place at the time of this report. Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the device was explanted (date not reported) due to an unknown reason. Additional information has been requested but has not been made available as of the date of this report.